Event description:
A materials manager reported a system message was displayed during a cataract with intraocular lens implant procedure. There was a "significant delay" in the procedure. There was no harm to the patient.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer ordered parts to repair the system. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).